Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has defective battery pins. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to j2 pin 6, which was found to be bent, causing a short circuit with another battery pin. The available information is consistent with a malfunction of the battery pca. The cause was j2 pin 6 was bent. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.